Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 4 pm for diabetes ketoacidosis. The customer had high blood glucose levels and was vomitting. The customer was in a car accident, but the customer was not the driver. The customer was wearing the insulin pump at the time of the hospitalization. The customer's exact blood glucose levels at the time of the event are unknown. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).